Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a single high out of range pacing impedance measurement was detected on the cardiac resynchronization therapy defibrillator (crt-d) system through the remote monitoring system. It was confirmed that the right ventricular (rv) lead was a competitor's lead and that this device was temporarily deactivated. The patient was scheduled for lead replacement and thereafter, the device will be switched back on. Additionally, it was confirmed that an x-ray was performed without anomalies noted; however, the physician suspected lead damage which happened during the device implantation in the deep sub-pectoral region. Subsequently, a new lead was implanted with good measurements. The patient is not pacemaker dependent. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.